Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the l10 port did not function properly resulting in the iris stent not illuminating correctly. The procedure was completed successfully with a slight surgical delay but no reports of adverse consequences or medical intervention.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: one of iris ports are not functioning. Salesforce case number (B)(4) the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. No problem found. The reported failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the l10 port did not function properly resulting in the iris stent not illuminating correctly. The procedure was completed successfully with a slight surgical delay but no reports of adverse consequences or medical intervention.